Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with high out of range lead impedance and noise on ra and rv leads. Possible lead break/fracture was also suggested. The leads were explanted successfully. The patient was stable.